Event description:
Respond edge post market study. It was reported that complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet other than aspirin at the time of index procedure. An isleeve introducer was placed, and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Of note, complete heart block was noted post balloon valvuloplasty. Next, subsequent deployment of the 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, electrocardiogram(ECG) revealed complete heart block required temporary pacing. The event led to prolongation of hospitalization. On the same day of the index procedure, a dual chamber MRI conditional pacemaker (boston scientific) was implanted successfully. At the time of reporting, the event was considered not recovering. It was further reported that four days post index procedure, the subject was discharged at home on clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet other than aspirin at the time of index procedure. An isleeve introducer was placed, and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Of note, complete heart block was noted post balloon valvuloplasty. Next, subsequent deployment of the 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day of the index procedure, post procedure, electrocardiogram (ECG) revealed complete heart block required temporary pacing. The event led to prolongation of hospitalization. On the same day of the index procedure, a dual chamber MRI conditional pacemaker (boston scientific) was implanted successfully. At the time of reporting, the event was considered not recovering.